Event description:
It was reported that the bd ultra-fine¿ short pen needle broke off in the patient. Patient went to the ER, had x-rays done, needle was not visible. No injury, no pain or discomfort. The following information was provided by the initial reporter: consumer reported patient end needle broke off in the injection site. Consumer does not reuse. Consumer stated that she is using needles that her grandson received from someone else. She stated that she went to the ER, had x-rays done, needle was not visible. She was told to watch for fever, swelling, infection. No injury, no pain or discomfort.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ short pen needle broke off in the patient. Patient went to the ER, had x-rays done, needle was not visible. No injury, no pain or discomfort. The following information was provided by the initial reporter: consumer reported patient end needle broke off in the injection site. Consumer does not reuse. Consumer stated that she is using needles that her grandson received from someone else. She stated that she went to the ER, had x-rays done, needle was not visible. She was told to watch for fever, swelling, infection. No injury, no pain or discomfort.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.